Event description:
Customer reported, an rh discrepancy on the abs2000. Customer stated, a rh positive patient was reported as rh negative.

Manufacturer narrative:
Informed customer of the following limitation associated with testing on the abs2000; "samples reacting one plus or less in manual tube agglutination tests may be non reactive by the corresponding abs 2000 test." Customer did not return sample for investigation testing.